Manufacturer narrative:
On 01/23/2017: tandem technical services made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert and did not know the reason why this occurred. The customer reported had closed the bolus screen. During troubleshooting with tandem technical services (cts), cts identified that the customer was on the bolus feature and had not completed the bolus request. The customer acknowledged. While contacting tandem technical support, the customer stated that it was possible a second bolus was delivered that was unneeded due to receiving the incomplete bolus alert and believed the bolus was not delivered. Cts confirmed two bolus were delivered in the pump logs of 3.46 units and 2.69 units. The customer's blood glucose level was 269 mg/dl at the time of the reported event. The customer reported would contact their healthcare provider regarding how to correct for the unintended bolus delivery. Although requested no further information was provided.